Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. T:slim g4 user guide indicates, the cartridge is indicated as a reservoir for the delivery of rapid-acting insulin, humalog was tested for up to 48 hours of use as labeled. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels (270 mg/dl). During troubleshooting with tandem technical support it was found that the pump time was inaccurate. Reportedly, the pump time was not adjusted for daylight savings. In addition, it was noted that the customer is using humalog insulin and changes the cartridge and infusion set every 3-4 days. Customer delivered a bolus to address elevated bg levels.